Manufacturer narrative:
Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, self test and occlusion test due to pump error 130 alarm noted. Device received constant pump error 130 alarm due to moisture damage at the electronic assembly noted. Unable to verify pump error 43 alarm due to constant pump error 130 alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had insulin pump error. Customer's blood glucose level was unknown. Customer stated insulin pump was not exposed to a high magnetic. Customer reported that during displacement test insulin pump error occurred. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.